Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 06/08/2023. An investigation was conducted on 06/21/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety on, which prevents the white plunger from being depressed. The seal and tension spring assembly was observed inside the loading device body. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the loading device with no visual or physical difficulties observed. There were no visual defects observed on the intact seal, no cracks or delamination was observed. Measurements of the delivery device were taken; visual inspection was conducted. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed but the analyzed failure "fitting problem" was observed. The lot #3000312209 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure the hst iii system (3.8mm) seal was loaded properly into the deployment device per usual but the heartstring became dislodged when separating the deployment device from the loading device.